Event description:
Info received indicates the head of the bed is going down by itself.

Manufacturer narrative:
The tech isolated the issue to the head down valve. He replaced the head down valve to repair the bed.